Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2015-product analysis:the device was returned and evaluated by product analysis on 03/18/2015 with the following findings:the keypad was found to be cut and torn. Evaluation revealed all keypad buttons were unresponsive. The ok, up, and down key contacts were found to be missing; contamination was found on all contact. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The battery cap top was worn; a test cap was used for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.